Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot#: l50937, implanted: (B)(6) 1998, product type: lead. Product ID: 3487a, lot#: l44866, implanted: (B)(6) 1998, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the second lead insulation was broken on it. All it did was caused pain at the site where it went into the spine. The patient indicated when they laid on their back it was like he was electrocuted. The patient was going to a neurosurgeon the next day to see his options. Additional information received from the patient reported the cause of the damage to the insulation was unknown and actions taken to resolve the broken lead/insulation was that they discontinued use. He had also been referred to another doctor but did not have an appointment as of yet. Will explore attempt to resolve the neurological problem and replacement or removal of the device.

Manufacturer narrative:
The manufacturing site ID has been updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the patient that reported that the neurosurgeon that he saw will not perform the surgery and that he isn¿t using the device anymore and would like to have it removed. Additional physician listings were provided to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.